Event description:
It was reported that the device was being used for external pacing when it stopped pacing and performed the self-test. The device would remain on the self-test screen and lock up. A second defibrillator was retrieved and continued to provide care. The reported device issue had no adverse effects on the patient. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported device failure intermittently. Once the device was in the locked up state, the user had to power cycle the device to restore proper operation. Physio continues to investigate the reported device issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control was only able to duplicate the reported issue on two occasions. Further device testing was unable to further duplicate the reported/observed problem. Physio cleared several event codes that were logged in the memory and reloaded the device software. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. A conclusive cause of the reported event was not determined.